Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and air bubbles anomaly from the reservoir. The customer's blood glucose reading was 281 mg/dl at time of incident. The customer's current blood glucose is 436 mg/dl. The customer treated with manual injections. The customer had symptoms such as frequent urination and thirst. The customer also reported small bubbles in the reservoir tubing. The product was not returned for analysis.